Manufacturer narrative:
E1 - initial reporter phone has an extension # of ()(6). The device is available for investigation- it has not been received. Additional contact: (B)(6).

Event description:
The event involved an unspecified set ext disp st 4gang 14in baseplate clamp a cat # provided i88b55005 to their distributor cardinal health. The customer reported that the blue port of manifold extension set was leaking. The complaint was noticed prior to use. The problem occurred for the first time. The customer also added that the complaint was noticed during and after use. There was unknown patient involvement, and no patient injury was reported. This is the second of two.

Manufacturer narrative:
The reported complaint of leak could not be confirmed. No product samples, videos were returned for investigation. However, an image was provided by the customer showing a blue port. Without the return of the reported sample, the complaint could not be confirmed.